Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient's father reported the patient's accu-chek performa ii meter consistently displayed falsely low blood glucose results within the past 3 months, since the child started using the meter, leading the patient to take insufficient insulin. This resulted in severe hyperglycemia, causing the patient to experience dizziness, shortness of breath, and finally fainted on sunday, (B)(6) 2025. The patient was subsequently hospitalized for one week and treated accordingly. The father reported he took the patient to two or three clinics, where comparative testing immediately exposed the severe discrepancy. In one documented comparison, the patient's accu-chek performa ii meter read 148 mg/dl, while the clinic's meter simultaneously showed a reading of 540 mg/dl. Following the fainting incident on the same day, the patient was rushed to the hospital. A second consecutive comparison resulted in following values: the patient's meter showed approximately 140 mg/dl, while the hospital's meter showed a "hi" reading, exceeding 500 mg/dl. Clinically, the patient presented with an hba1c of 11% and high acetone, confirming the prolonged uncontrolled hyperglycemia. The patient was hospitalized for one week for necessary treatment. The patient's condition was stable at the time of the reported event.